Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited high pacing impedance, failure to sense, and an unspecified capture issue. The lead was not used. The physician elected to use another lead to complete the procedure. The patient was stable throughout.

Event description:
Additional information received notes that the lead was implanted in the right atrium.

Manufacturer narrative:
The reported events of failure to sense, high pacing impedance and capture anomaly were not confirmed. A complete lead was returned in one piece for analysis. The helix was retracted and clogged with blood/tissue. Electrical testing, visual and x-ray examinations was normal with no anomalies found.